Event description:
It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted due to an unknown reason. The patient was doing well postoperatively and the explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a long time prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code unable to exclude device problem will be used.

Event description:
It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted due to an unknown reason. The patient was doing well postoperatively and the explanted devices will not be returned.